Manufacturer narrative:
Multiple attempts have been made to try and retrieve further event information. Based on the information received it is unclear if event(s) is related to nuvasive product or a combination of manufacturers products. No patient information nor radiographs were provided to confirm the alleged events.

Event description:
On (B)(6) 2018 received an inquiry from a surgeon in regards to non-fusion and loose screw cases he was experiencing. No patient injury reported nor information in regards to revision procedures.